Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, further information was provided by the customer. The device was cleaned, disinfected, and sterilized before being sent to olympus. According to the customer, it is unknown what the material was or when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. There were no concerns noted about the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to wear of zoom lever, water tightness was lost; due to damage on up/down knob, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive on bending section cover had a chip; control unit had a scratch and discoloration; suction cylinder and forceps channel port was shaved; universal cord, grip, scope connector cover, plastic distal end cover, switch box, switch 3, forceps elevator knob and lever, right/left knob, and up/down knob had a scratch; switch 4 had wear; protector of universal cord on control section side and suction connector side had a scratch; and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had water leakage from the angle dial of the grip, separation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside the nozzle. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.